Event description:
It was reported that , cadd-legacy plus pump alarmed, error code 1261. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. Additional information: b5. No causes or potential causes of the customers of the reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed no seals were broken or missing; however, the screen was scratched. During functional testing, the reported problem was duplicated. The device was powered up and alarmed ec1260 which is corruption of the memory of the circuit board. The root cause of the issue was found to be the circuit board. Additional testing could not be completed due to constant alarm. Circuit board was replaced.

Event description:
Additional information received on (B)(6) 2022 via email attached in complaint object: event did not occur on a patient. All other info in unknown.